Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received an end-of-service message. Therapy loss followed. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Additional information received revealed the patient's ipg was explanted and replaced. Surgical intervention addressed the patient's issue.